Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully complete. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2017. The returned pad-pak DHR was investigated showing it was 1 of 200 pad-pak¿s manufactured on the (B)(6) 2017 under lot a2665. All pad-pak¿s were subjected to a battery voltage test on the (B)(6) 2017 with no recorded fails. 151 of those pad-paks were shipped to medx5 on the (B)(6) 2017. Upon receipt the returned pad-pak (expiry november 2021) was depleted beyond any use, as per the reported fault. Each individual cell within the pad-pak was found to be severely depleted, which would indicate their depletion had been due to an external load and not a fault on the pad-pak. No excess current drain or additional faults were identified on the returned sam 500p that would have led to the premature depletion of a pad-pak. The sam 500p performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours, and additional stress testing was carried out at 50°c 95%rh for 5 days while performing self-tests every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. Furthermore, the device was reported to have issued a ¿low battery¿ prompt without recording this in the device memory. Review of the device memory logs and within saverevo revealed no evidence the sam 500p had ever issued a ¿low battery¿ prompt or failed a self-test. During investigation the device correctly recorded all log entries, even under the stress of elevated temperature and humidity. All voltages recorded in the history log for this device throughout its period of installation were found to be above the trigger point for a low battery warning. This may suggest the returned pad-pak had been depleted by another device that was not returned for investigation. Additionally, the corrosion on the usb contact collars may indicate adverse storage of the device, which could also have contributed to the pad-pak¿s depletion. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
Device depleted pad-pak before expiry low battery prompt. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device depleted pad-pak before expiry low battery prompt. There was no patient involved in this event.